Event description:
It was reported that the device was heating up.

Manufacturer narrative:
A visual inspection was performed on the product and no issue was observed. After functional testing, the complaint was confirmed by the investigator and the root cause has been determined to be corrosion of the gearbox assembly creating a motor stall condition. This condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.